Event description:
It was reported that on (B)(6) 2024 during a selenia dimensions procedure the technician reported that the gantry did not stop when commanded. A field engineer examined the equipment and it was determined that the switches for the c-arm were getting stuck and loose. The left and right switches were replaced and the system met the manufacturer´s specifications. No patient or staff injury reported.